Event description:
Device 2 of 2. Reference MFR report# 3006705815-2019-01011. It was reported that the scs leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads were repositioned to their original position. Therapy was restored post operatively.